Manufacturer narrative:
Additional concomitant medical products: product ID: 8709, lot# l56465, (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter; product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 1 9mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was complaining of not getting pain relief, so the physician replaced the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient denied falling or any injury that could have caused a catheter issue. The diagnostics and troubleshooting were unknown. The physician stated that the catheter was 20 years old, so they decided to replace with a new catheter. The actions and interventions taken to resolve the issue was the catheter was replaced on (B)(6) 2019 with a new catheter. The spinal segment was tied off and remained in the patient. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.